Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was assisted on how to clear the alarm. The customer stated that the insulin pump was an able to complete the rewind sequence. The customer was advised to discontinued the use of the insulin pump and revert to backup plan. The customer was advised to remove the insulin pump battery to prevent continued alarm. The customer was advised that the insulin pump will be replaced. No further information was reported.